Manufacturer narrative:
All available information was investigated, and the reported material frayed was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the reported material frayed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the frayed lock line. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The clip delivery system (cds) was advanced and placed on the mitral valve. When removing the lock line it was noted to be frayed. The physician pulled the frayed lock line side and safely removed it. The clip was deployed without issue and the procedure was completed with a mr grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.